Event description:
As reported by the patient¿s attorney, a protegen sling was implanted. According to the complainant, the patient experienced erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and nerve damage, pelvic floor damage and pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.